Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc on or about (B)(6) 2004 to treat her recurring incontinence. The plaintiff's attorney alleged that the plaintiff experienced emotional distress and a problem with the product. The plaintiff continues to suffer chronic urinary tract infections, dyspareunia, and dysuria. Related to MFR report # 2183959-2012-03307.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. (B)(4).